Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 19 unopened pouches and 1 opened. Analysis and results: there are two previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received 19 closed samples and one open and unused sample with one of the needles detached from the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and all units are tight. Tested the needle attachment of all closed samples received and the results fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident was taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Patient has not been effected as the scrub nurse identified the detachment before it was passed to the surgeon. I have the rest of the box to in send for testing as well as one open but clean suture.